Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Daa thr: (B)(6), (B)(6) 2018. The instrument cracked in the middle of the white handle when the surgeon applied an external force through the t-handle to externally rotate and dislocate the femoral head from the acetabulum prior to the 'head cut' step in daa thr surgery. Another t-handle available in theatre, the surgery continued as planned with no adverse effect or surgical delay. There is no part of the broken instrument missing/remaining in the patient. The handle remains as one piece. (B)(6).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.